Event description:
Tecentriq medication was leaking from lowest y-site port. Medication was leaking for 11 minutes. Manufacturer response for leaking IV tubing, continu-flo solution set with duo-vent spike (per site reporter) ongoing.